Event description:
The date is approximate. I use a CPAP machine that was recalled. I have had inflamed nostrils and nasal passages, some headaches, and some respiratory irritations, sort of like allergy symptoms. I did see an ent last summer and was prescribed ointment for my nose and told to use flonaze regularly. FDA safety report ID# (B)(4).